Event description:
On (B)(6) 2021, the patient underwent endovascular treatment of a thoracoabdominal aortic aneurysm using gore® excluder® thoracoabdominal branch endoprostheses (tambe) and gore® excluder® aaa contralateral leg endoprostheses and gore® excluder® iliac branch endoprosthesis in the aaa1701 tambe study. On (B)(6) 2021, the patient was discharged. It was reported that images dated (B)(6) 2021, revealed a dissection of left external artery.

Manufacturer narrative:
Patient medications: acetaminophen, aspirin, and oxycodone. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to vascular trauma (e.g., ilio-femoral vessel dissection). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Email from gore clinical study manager, the physician answered the questions: is the dissection (adverse event #5) in the external iliac artery originating immediately adjacent to the proximal or distal extents of the gore® excluder® aaa contralateral leg endoprosthesis: no. Is the dissection (adverse event #5) in the external iliac artery originating immediately adjacent to the proximal or distal extents of the gore® excluder® aaa iliac branch component: no. Was a previous dissection in the external iliac artery identified prior to the procedure: no. Was there a reintervention to correct the dissection: no. If yes on reintervention, what was the date and correction: n/a. Is the root cause of the external iliac artery dissection known: procedural. Additional investigation determined no product problem or deficiency caused or contributed to an adverse event/incident for the patient; the initial medwatch and any supplemental report submitted under manufacturer report number 3013164176-2022-01496 was submitted in error, and are hereby retracted.